Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: pelvic cavity') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction, gastritis, urti, gallbladder removal and menses irregular. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)/blood clotting with menorrhagia"), 1 year 2 months after insertion of essure. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/ chronic pain / pain"), vaginal discharge ("vag. Discharge"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings") and migraine ("migraines / headaches"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain/began to increase rapidly with difficulty to balance "). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder"), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), depression ("psychological or psychiatric problems,condition-depression/ psych injury"), tooth disorder ("dental problems"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), hypersensitivity ("hypersensitivity"), nausea ("nausea"), constipation ("constipation "), vaginal odour ("odor in pelvic area"), increased appetite ("increased hunger") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, autoimmune disorder, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, menorrhagia, depression, tooth disorder, back pain, weight increased, metrorrhagia, hypersensitivity, alopecia, nausea, fatigue, constipation, vaginal odour, increased appetite and mood swings outcome was unknown, the pelvic pain, dysmenorrhoea, vaginal discharge and dyspareunia had resolved and the vaginal haemorrhage and migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, increased appetite, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal pain and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, allergy, psych injury, bladder/urinary prob : yes. Discrepancy noted: date(s) of removal: not removed. Date(s) of insertion: on (B)(6) 2011 (as per pfs-discrepancy noted) . Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray: on (B)(6) 2018: two essure devices within the pelvis, in the expected regions of the fallopian tubes. Hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion, satisfactory position of essure. Concerning the injuries reported in this case, the following event was described in patient's medical record: device monitoring procedure not performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received. Events: migraine, mood swings and dyspareunia were added, outcome of the events vaginal bleeding, dysmenorrhea, migraine, pelvic pain, vaginal discharge were updated. Event plaintiff did not undergo essure confirmation test was deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: pelvic cavity') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction, gastritis, urti, gallbladder removal, menses irregular, body mass index normal, cholecystectomy, c-section and laparoscopy. Current weight 235 lbs. Concurrent conditions included diarrhea. Concomitant products included ibuprofen (motrin) and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)/blood clotting with menorrhagia"), 1 year 2 months after insertion of essure. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/ chronic pain / pain"), vaginal discharge ("vag. Discharge"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings") and migraine ("migraines / headaches"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain/began to increase rapidly with difficulty to balance"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), autoimmune disorder ("autoimmune disorder"), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), depression ("psychological or psychiatric problems,condition-depression/ psych injury"), tooth disorder ("dental problems"), back pain ("back pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), hypersensitivity ("hypersensitivity"), nausea ("nausea"), constipation ("constipation "), vaginal odour ("odor in pelvic area"), increased appetite ("increased hunger") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, autoimmune disorder, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, heavy menstrual bleeding, depression, tooth disorder, back pain, weight increased, intermenstrual bleeding, hypersensitivity, alopecia, nausea, fatigue, constipation, vaginal odour, increased appetite and mood swings outcome was unknown, the pelvic pain, dysmenorrhoea, vaginal discharge and dyspareunia had resolved and the vaginal haemorrhage and migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, increased appetite, intermenstrual bleeding, migraine, mood swings, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal pain and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, allergy, psych injury, bladder/urinary prob : yes discrepancy noted: date(s) of removal: not removed date(s) of insertion: (B)(6) 2011 (as per pfs-discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Abdominal x-ray - on (B)(6) 2018: two essure devices within the pelvis, in the expected regions of the fallopian tubes. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion, satisfactory position of essure. Concerning the injuries reported in this case, the following event was described in patient's medical record: device monitoring procedure not performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2022: reporter added, medical history & concomitant conditions were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: pelvic cavity'), autoimmune disorder ('autoimmune disorder') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/ chronic pain / pain"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)/blood clotting with menorrhagia"), depression ("psychological or psychiatric problems,condition-depression/ psych injury"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), hypersensitivity ("hypersensitivity"), vaginal discharge ("vag. Discharge"), alopecia ("hair loss"), nausea ("nausea"), fatigue ("fatigue"), constipation ("constipation "), vaginal odour ("odor in pelvic area") and increased appetite ("increased hunger") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, autoimmune disorder, genital haemorrhage, pelvic pain, vulvovaginal pain, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, depression, tooth disorder, dysmenorrhoea, back pain, weight increased, metrorrhagia, hypersensitivity, vaginal discharge, alopecia, nausea, fatigue, constipation, vaginal odour and increased appetite outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, constipation, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, increased appetite, menorrhagia, metrorrhagia, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal pain and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, allergy, psych injury, bladder/urinary prob : yes. Concerning the injuries reported in this case, the following event was described in patient's medical record: device monitoring procedure not performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporter added. Event : metrorrhagia (bleeding b/w periods), hypersensitivity, vag. Discharge, hair loss, nausea, fatigue, constipation, odor in pelvic area , increased hunger added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: pelvic cavity') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction, gastritis, urti, gallbladder removal, menses irregular, body mass index normal, cholecystectomy, c-section and laparoscopy. Current weight 235 lbs. Concurrent conditions included diarrhea. Concomitant products included ibuprofen (motrin) and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)/blood clotting with menorrhagia"), 1 year 2 months after insertion of essure. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/ chronic pain / pain"), vaginal discharge ("vag. Discharge"), alopecia ("hair loss"), mood swings ("hormonal changes describe: mood swings") and migraine ("migraines / headaches"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain/began to increase rapidly with difficulty to balance"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), autoimmune disorder ("autoimmune disorder"), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), depression ("psychological or psychiatric problems,condition-depression/ psych injury"), tooth disorder ("dental problems"), back pain ("back pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), hypersensitivity ("hypersensitivity"), nausea ("nausea"), constipation ("constipation "), vaginal odour ("odor in pelvic area"), increased appetite ("increased hunger") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, autoimmune disorder, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, heavy menstrual bleeding, depression, tooth disorder, back pain, weight increased, intermenstrual bleeding, hypersensitivity, alopecia, nausea, fatigue, constipation, vaginal odour, increased appetite and mood swings outcome was unknown, the pelvic pain, dysmenorrhoea, vaginal discharge and dyspareunia had resolved and the vaginal haemorrhage and migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, increased appetite, intermenstrual bleeding, migraine, mood swings, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal pain and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, allergy, psych injury, bladder/urinary prob : yes. Discrepancy noted: date(s) of removal: not removed. Date(s) of insertion: (B)(6) 2011 (as per pfs-discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Abdominal x-ray - on (B)(6) 2018: two essure devices within the pelvis, in the expected regions of the fallopian tubes. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion, satisfactory position of essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: pelvic cavity'), autoimmune disorder ('autoimmune disorder') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems,condition-depression"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, autoimmune disorder, genital haemorrhage, pelvic pain, vulvovaginal pain, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, depression, tooth disorder, dysmenorrhoea, back pain and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, back pain, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following event was described in patient's medical record: device monitoring procedure not performed. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs was received. The event injury was replaced with new events. New events: abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), multiple food allergies, hives, dysmenorrhea (cramping), fatigue, weight gain 60 lbs, chronic stomach aches and essure confirmation test(s) not conducted were added. Medical history and concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.